Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error message was observed on the receiver screen. The customer complaint was confirmed and the root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, patient experienced a hardware failure. At the time of contact, dexcom technical support advised the patient to reset the device. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.